Event description:
Procedure type: anal rectal adenocarcinoma. According to the reporter: at 8 weeks post operatively, the pt allegedly experienced impedance of passage oc stool; bowel obstruction. The pt required re-operation and incision of a permacol mesh/scar tissue. There was stenosis of stoma.

Manufacturer narrative:
(B) (4). (B) (4).